Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A nurse reported high energy. The problem was noticed since the beginning of the procedure. Additional information has been requested.

Manufacturer narrative:
At the visit on the site the field service engineer (fse) replaced the optics and laser filters and successfully completed system verification to specification per service installation record (sir). The optics and filters are wear parts. The root cause can not be determined conclusively. The most possible root cause for the reported problem are burned optics. The manufacturer internal reference number is: (B)(4).